Event description:
It is reported that the device was implanted in 2008 and during an appointment at 6 months later, it was noted that the locking t plate is broken. No revision surgery is currently scheduled.

Manufacturer narrative:
Evaluation summary: no product or x-rays were returned for evaluation. Also, item and lot number information is unknown. Patient height, weight, and activity level was also not provided. Based on the provided information, a definitive cause can not be determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need correction action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.